Event description:
Dlu had trouble getting into range. Firing completed normally but dr observed staples did not form at all. (Complete, normal cut). Surgeon had difficulty removing dlu. After removing dlu surgeon cut damaged tissue out and complete case with a competitive device.